Manufacturer narrative:
(B)(4)

Event description:
It was reported that multiple episodes of non-sustained lead noise were observed. Review of the episodes showed intermittent rv oversensing. The patient will continue to be monitored.